Event description:
It was reported that approx. 112 months after implantation an increase in impedance measurements was noticed and the lead was explanted and replaced without complications.

Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation instrument set was located in the distal lead fragment, and a thread had been tied onto the distal lead fragment. The returned fragments were visually examined, and multiple signs of wear were detected at the lead body in the process. Especially at the df-1 connector exit, signa of abrasion were detectable at the insulation. At this site, a conductor fracture of the conductor to the rv shock electrode was also detected. This damage is with high probability the cause of the clinical complaint. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, the inspection found a deformed rv shock coil with a conductor to the shock electrode that was broken at this site, a bent fixation, and distal fragment that was stretched in its length. These damages are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.